Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delivery of all the instrumentation and implants, except the noiles femur implants. No possibility to troubleshoot around the clinic because the only depot is in other city ((B)(6)). Surgery initiated at 2pm and completed at 6pm. The surgeon made the decision to perform the surgery, performed the bone cuts and tests, then put a spacer in place for re-operation on (B)(6) 2022 with the removal of the spacer and the installation of the final implants. The implants were checked only at the time of the intervention by the j&j technical advisor, who warned the surgeon as soon as she had discovered it. The implant kits could not have been shown as missing on the delivery form as it was not reserved. Several elements involved, including the lack of staff of the team ready to sustain quality work.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.